Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons at this time. Further information has been requested. No additional adverse patient effects were reported. Currently, it is unclear whether this lead will be returned for analysis.additional information was received that this rv lead exhibited high capture thresholds and undersensing. The physician opted to replace the lead. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause/product return. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons at this time. Further information has been requested. No additional adverse patient effects were reported. Currently, it is unclear whether this lead will be returned for analysis.